Manufacturer narrative:
(B)(4). The sample is not available. No further information is available at this time. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter's technical service center regarding air in line that appeared on the home choice during use (patient not connected). The home patient (hp) wanted to end the therapy and start over with new supplies. The technical service representative assisted the hp with ending the therapy. The homechoice was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter displayed unknown errors and displayed error 5. These issues were not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). This complaint is for a report of air in line. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. There was not enough data within the complaint information to identify root cause of the air; therefore the root cause of the complaint is not determined. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.